Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:the pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. There was evidence of moisture contamination inside battery compartment and on underside of battery cap. Hard eaw 128-fe80 alarm on each "rewind" attempt. Current draws were not within specifications. Investigators were unable to complete the following checklist steps due to eaw 128-fe80 alarm on each "rewind" attempt. A leak test passes. Removed pump case. Evidence of additional moisture inside pump, on motor flex connector and other associated electrical components. There was one eaw 177 low battery warning and multiple eaw 128-fe80 alarms observed in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.